Event description:
Pt was transferred from the bed to the cardiac chair. During the process, the pt fell to the floor. Upon review with the staff, it appeared the chair brake may have been "toe touched" by the staff when reaching over the pt. This may have allowed the chair to move away from the bed. Pt transferred to referring hosp for further care.